Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 4.11d. Pump passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no failed batt test noted. Pump received with missing battery cap contact noted.

Event description:
Medtronic received information that battery cap cracked/damaged, failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.